Event description:
Skin red [erythema]. Pruritus [pruritus]. Area at the site of the pants' belt which probably produced too much pressure [device issue]. Sweat underneath the belt and the heatwrap soaked through [hyperhidrosis]. Case description: this is a spontaneous report from a contactable pharmacist received from the bfarm. Regulatory authority report number 15679/19. A female patient, approximately 59 years old, started to receive thermacare heatwrap (thermacare lower back & hip), device lot number n33570, expiration date nov2020, from oct2019, for back pain. Medical history included intervertebral disc protrusion lumbar disc 4 and 5 from 2012 and ongoing, physical therapy which entailed fango and "mt (not further specified), occasional alcohol intake, non-smoker, hypertension, tachycardia and oestrogen increased. Apart from that she stated that she had no further health problems, allergies or family history. Concomitant medication included telmisartan 20mg tablet for hypertension, bisoprolol 5mg tablet for tachycardia, tamoxifen 20mg tablet as anti oestrogen. The patient experienced skin red and pruritus on (B)(6)2019. The event was described as right and left sides of the upper part of the back in the area of the upper, outer heat source reddening and itching of the skin, square form like the form of the heat source, area at the site of the pants' belt which probably produced too much pressure. Usage for 5 days- on fifth day discontinued due to the skin reddening (in total 5 wraps). It was further reported that redness and itching on the right side at the level of the waistline. By wearing the thermacare belt she started to sweat underneath the belt and the heatwrap soaked through. After 6 days the redness and itching was extreme, so she did not wear the heatwrap anymore. Application: 6 days, daily one heatwrap from 7:00 to 20:00. She had used thermacare previously for her back pain and had tolerated it well. Action taken in response to the events for thermacare heatwrap was permanently withdrawn on an unspecified date in 2019. The outcome of the events skin red and pruritus was resolved on (B)(6)2019. The outcome of the event "sweat underneath the belt and the heatwrap soaked through" was unknown. Per the product quality group: the root cause category is non assignable (complaint not confirmed as a quality defect). No quality issues were identified upon this review of batch record or inspection of retained samples. Retained samples met the product description and the product is within expiration date. Corrective action procedures for individual cell temperature were completed for run day four. Wrap samples were pulled from the same hour of production as the wrap with the out of specification thermal result. The resample wraps met the required specification for thermal temperature. All procedures were followed, and all criteria met. There is no way to determine if the temperature of the actual wrap used by the customer was outside the thermal temperature in process limit and cannot be confirmed. Follow-up (18dec2019): new information received from the product quality group includes: investigation summary. Follow-up (10jan2020): new information received from the same pharmacist includes: medical history and concomitant medications, product data (expiration date, and indication), and event data (updated outcome of the events "skin red and pruritus", and new event "sweat underneath the belt and the heatwrap soaked through") follow-up attempts are completed. No further information is expected. Comment: based on the available information, the complaints of "heat source reddening and itching of the skin, square form like the form of the heat source, area at the site of the pants' belt which probably produced too much pressure" are reportable as a serious injury which necessitates medical intervention, if it were to recur it would likely cause or contribute to serious injury. The event hyperhidrosis was assessed as non-serious. A causal relationship between the device and the events cannot be ruled out. The review of the lot/batch records does not suggest a defect or quality issue related to the manufacture of this lot. No device malfunction has been identified. There is not a complaint trend for any class(es) associated to the suggested key product complaints database terms. No further investigations or actions is suggested at this time.

Manufacturer narrative:
The root cause category is non assignable (complaint not confirmed as a quality defect). No quality issues were identified upon this review of batch record or inspection of retained samples. Retained samples met the product description and the product is within expiration date. Corrective action procedures for individual cell temperature were completed for run day four. Wrap samples were pulled from the same hour of production as the wrap with the out of specification thermal result. The resample wraps met the required specification for thermal temperature. All procedures were followed, and all criteria met. There is no way to determine if the temperature of the actual wrap used by the customer was outside the thermal temperature in process limit and cannot be confirmed.

Event description:
Skin red [erythema]. Pruritus [pruritus]. Area at the site of the pants' belt which probably produced too much pressure/ application: 6 days, daily one heatwrap from 7:00 to 20:00 [intentional device misuse] sweat underneath the belt and the heatwrap soaked through [hyperhidrosis]. Case description: this is a spontaneous report from a contactable pharmacist received from the bfarm. Regulatory authority report number 15679/19. A female patient, approximately 59 years old, started to receive thermacare heatwrap (thermacare lower back & hip), device lot number n33570, expiration date nov2020, from (B)(6)2019, for back pain. Medical history included intervertebral disc protrusion lumbar disc 4 and 5 from 2012 and ongoing, physical therapy which entailed fango and "mt" (not further specified), occasional alcohol intake, non-smoker, hypertension, tachycardia and oestrogen increased. Apart from that she stated that she had no further health problems, allergies or family history. Concomitant medication included telmisartan 20mg tablet for hypertension, bisoprolol 5mg tablet for tachycardia, tamoxifen 20mg tablet as anti oestrogen. The patient experienced skin red and pruritus on (B)(6)2019. The event was described as right and left sides of the upper part of the back in the area of the upper, outer heat source reddening and itching of the skin, square form like the form of the heat source, area at the site of the pants' belt which probably produced too much pressure. Usage for 5 days- on fifth day discontinued due to the skin reddening (in total 5 wraps). It was further reported that redness and itching on the right side at the level of the waistline. By wearing the thermacare belt she started to sweat underneath the belt and the heatwrap soaked through. After 6 days the redness and itching was extreme, so she did not wear the heatwrap anymore. Application: 6 days, daily one heatwrap from 7:00 to 20:00. She had used thermacare previously for her back pain and had tolerated it well. Action taken in response to the events for thermacare heatwrap was withdrawn on an (B)(6)2019. The pharmacist reported a positive rechallenge. The outcome of the events skin red, pruritus, and area at the site of the pants' belt which probably produced too much pressure/ use of heatwrap from 7:00 to 20:00 was resolved on (B)(6)2019. The outcome of hyperhidrosis was unknown. Per the product quality group: the root cause category is non assignable (complaint not confirmed as a quality defect). No quality issues were identified upon this review of batch record or inspection of retained samples. Retained samples met the product description and the product is within expiration date. Corrective action procedures for individual cell temperature were completed for run day four. Wrap samples were pulled from the same hour of production as the wrap with the out of specification thermal result. The resample wraps met the required specification for thermal temperature. All procedures were followed, and all criteria met. There is no way to determine if the temperature of the actual wrap used by the customer was outside the thermal temperature in process limit and cannot be confirmed. Follow-up (18dec2019): new information received from the product quality group includes: investigation summary. Follow-up (10jan2020): new information received from the same pharmacist includes: medical history and concomitant medications, product data (expiration date, and indication), and event data (updated outcome of the events "skin red and pruritus", and new event "sweat underneath the belt and the heatwrap soaked through") follow-up attempts are completed. No further information is expected. Amendment: this follow-up report is being submitted to amend previously reported information: dates of thermacare use ((B)(6)2019), action taken, rechallenge (positive), and events (updated event verbatim and updated event from device issue to intentional device misuse). Follow-up attempts are completed. No further information is expected. Comment: based on the available information, the complaints of "erythema, pruritus, and intentional device misuse" are considered serious bodily injury potentially requiring medical intervention to prevent permanent damage or impairment of body structure. The event hyperhidrosis was assessed as non-serious. A causal relationship between the device and the events cannot be ruled out. The review of the lot/batch records does not suggest a defect or quality issue related to the manufacture of this lot. No device malfunction has been identified. There is not a complaint trend for any class(es) associated to the suggested key product complaints database terms. In the case narrative there is evidence of device misuse which most likely contributed to this incident. No further investigations or actions is suggested at this time.

Manufacturer narrative:
The root cause category is non assignable (complaint not confirmed as a quality defect). No quality issues were identified upon this review of batch record or inspection of retained samples. Retained samples met the product description and the product is within expiration date. Corrective action procedures for individual cell temperature were completed for run day four. Wrap samples were pulled from the same hour of production as the wrap with the out of specification thermal result. The resample wraps met the required specification for thermal temperature. All procedures were followed, and all criteria met. There is no way to determine if the temperature of the actual wrap used by the customer was outside the thermal temperature in process limit and cannot be confirmed.

Manufacturer narrative:
The root cause category is non assignable (complaint not confirmed as a quality defect). No quality issues were identified upon this review of batch record or inspection of retained samples. Retained samples met the product description and the product is within expiration date. Corrective action procedures for individual cell temperature were completed for run day four. Wrap samples were pulled from the same hour of production as the wrap with the out of specification thermal result. The resample wraps met the required specification for thermal temperature. All procedures were followed, and all criteria met. There is no way to determine if the temperature of the actual wrap used by the customer was outside the thermal temperature in process limit and cannot be confirmed.

Event description:
Skin red [erythema] pruritus [pruritus] area at the site of the pants' belt which probably produced too much pressure [device issue] case description: this is a spontaneous report from a contactable pharmacist received from the bfarm. Regulatory authority report number 15679/19. A female patient, approximately 59 years old, started to receive thermacare heatwrap (thermacare lower back & hip), device lot number n33570, from an unspecified date, for an unspecified indication. Medical history and concomitant medications were not reported. On (B)(6)2019 , the patient experienced skin red and pruritus on (B)(6)2019 . The event was described as right and left sides of the upper part of the back in the area of the upper, outer heat source reddening and itching of the skin, square form like the form of the heat source, area at the site of the pants belt which probably produced too much pressure. Usage for 5 days- on fifth day discontinued due to the skin reddening (in total 5 wraps). Action taken in response to the events for thermacare heatwrap was permanently withdrawn on an unspecified date. The outcome of the events was unknown. Per the product quality group: the root cause category is non assignable (complaint not confirmed as a quality defect). No quality issues were identified upon this review of batch record or inspection of retained samples. Retained samples met the product description and the product is within expiration date. Corrective action procedures for individual cell temperature were completed for run day four. Wrap samples were pulled from the same hour of production as the wrap with the out of specification thermal result. The resample wraps met the required specification for thermal temperature. All procedures were followed, and all criteria met. There is no way to determine if the temperature of the actual wrap used by the customer was outside the thermal temperature in process limit and cannot be confirmed. Follow-up (18dec2019): new information received from the product quality group includes: investigation summary.

Manufacturer narrative:
The root cause category is non assignable (complaint not confirmed as a quality defect). No quality issues were identified upon this review of batch record or inspection of retained samples. Retained samples met the product description and the product is within expiration date. Corrective action procedures for individual cell temperature were completed for run day four. Wrap samples were pulled from the same hour of production as the wrap with the out of specification thermal result. The resample wraps met the required specification for thermal temperature. All procedures were followed, and all criteria met. There is no way to determine if the temperature of the actual wrap used by the customer was outside the thermal temperature in process limit and cannot be confirmed.

Event description:
Event verbatim [preferred term] skin red [erythema], pruritus [pruritus], area at the site of the pants' belt which probably produced too much pressure/ application: 6 days, daily one heatwrap from 7:00 to 20:00 [intentional device misuse], sweat underneath the belt and the heatwrap soaked through [hyperhidrosis], , narrative: this is a spontaneous report from a contactable pharmacist received from the bfarm. Regulatory authority report number 15679/19. A female patient, approximately 59 years old, started to receive thermacare heatwrap (thermacare lower back & hip), device lot number n33570, expiration date nov2020, from (B)(6) 2019, for back pain. Medical history included intervertebral disc protrusion lumbar disc 4 and 5 from 2012 and ongoing, physical therapy which entailed fango and "mt" (not further specified), occasional alcohol intake, non-smoker, hypertension, tachycardia and oestrogen increased. Apart from that she stated that she had no further health problems, allergies or family history. Concomitant medication included telmisartan 20mg tablet for hypertension, bisoprolol 5mg tablet for tachycardia, tamoxifen 20mg tablet as anti oestrogen. The patient experienced skin red and pruritus on (B)(6) 2019. The event was described as right and left sides of the upper part of the back in the area of the upper, outer heat source reddening and itching of the skin, square form like the form of the heat source, area at the site of the pants' belt which probably produced too much pressure. Usage for 5 days- on fifth day discontinued due to the skin reddening (in total 5 wraps). It was further reported that redness and itching on the right side at the level of the waistline. By wearing the thermacare belt she started to sweat underneath the belt and the heatwrap soaked through. After 6 days the redness and itching was extreme, so she did not wear the heatwrap anymore. Application: 6 days, daily one heatwrap from 7:00 to 20:00. She had used thermacare previously for her back pain and had tolerated it well. Action taken in response to the events for thermacare heatwrap was withdrawn on an (B)(6) 2019. The pharmacist reported a positive rechallenge. The outcome of the events skin red, pruritus, and area at the site of the pants' belt which probably produced too much pressure/ use of heatwrap from 7:00 to 20:00 was resolved on (B)(6) 2019. The outcome of hyperhidrosis was unknown. Per the product quality group: the root cause category is non assignable (complaint not confirmed as a quality defect). No quality issues were identified upon this review of batch record or inspection of retained samples. Retained samples met the product description and the product is within expiration date. Corrective action procedures for individual cell temperature were completed for run day four. Wrap samples were pulled from the same hour of production as the wrap with the out of specification thermal result. The resample wraps met the required specification for thermal temperature. All procedures were followed, and all criteria met. There is no way to determine if the temperature of the actual wrap used by the customer was outside the thermal temperature in process limit and cannot be confirmed. Follow-up (18dec2019): new information received from the product quality group includes: investigation summary. Follow-up (10jan2020): new information received from the same pharmacist includes: medical history and concomitant medications, product data (expiration date, and indication), and event data (updated outcome of the events "skin red and pruritus", and new event "sweat underneath the belt and the heatwrap soaked through") follow-up attempts are completed. No further information is expected. Amendment: this follow-up report is being submitted to amend previously reported information: dates of thermacare use ((B)(6)2019- (B)(6)2019), action taken, rechallenge (positive), and events (updated event verbatim and updated event from device issue to intentional device misuse). Follow-up attempts are completed. No further information is expected. Amendment: this follow-up report is being submitted to notify us food and drug administration (FDA) that MFR report number 1066015-2019-00538 and MFR report number 1066015-2020-00064 are duplicate. All subsequent follow-up information will be reported under MFR report number 1066015-2019-00538. MFR report number 1066015-2020-00064 is to be considered as deleted., comment: based on the available information, the complaints of "erythema, pruritus, and intentional device misuse" are considered serious bodily injury potentially requiring medical intervention to prevent permanent damage or impairment of body structure. The event hyperhidrosis was assessed as non-serious. A causal relationship between the device and the events cannot be ruled out. The review of the lot/batch records does not suggest a defect or quality issue related to the manufacture of this lot. No device malfunction has been identified. There is not a complaint trend for any class(es) associated to the suggested key product complaints database terms. In the case narrative there is evidence of device misuse which most likely contributed to this incident. No further investigations or actions is suggested at this time.

Event description:
Skin red [erythema], pruritus [pruritus], area at the site of the pants' belt which probably produced too much pressure [device issue]. Case narrative: this is a spontaneous report from a contactable pharmacist received from the (B)(6). Regulatory authority report number (B)(4). A female patient, approximately (B)(6), started to receive thermacare heatwrap (thermacare lower back & hip), device lot number n33570, from an unspecified date to an unspecified date for an unspecified indication. The patient's medical history and concomitant medications were not reported. The patient experienced skin red on (B)(6) 2019 with outcome of unknown, and pruritus on (B)(6) 2019 with outcome of unknown. The event was described as right and left sides of the upper part of the back in the area of the upper, outer heat source reddening and itching of the skin, square form like form of the heat source. Area at the site of the pants' belt which probably produced too much pressure. Usage for 5 days- on fifth day discontinued due to the skin reddening (in total 5 wraps). The action taken in response to the event(s) for thermacare heatwrap was permanently withdrawn on an unspecified date. Additional information has been requested and will be provided as it becomes available.